Event description:
Midline inserted [redacted date]. Developed kinks and malfunctioned and had to be removed [redacted date]. Patient required additional sticks. Per manufacturer¿s instructions, line good for 29 days. Bard powerglide pro is a sub-optimal device and frequently leads to failure, especially with certain body habitus.